Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance advancing the pod pc through the lantern and decided to remove the coil. However, while retracting the pod pc from the lantern, the physician experienced resistance again and the pod pc had unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed and the coil was flushed out. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.